Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported 11:03 neonate patient blood glucose result of 40 mg/dl on the inform system, lab result from 11:00 sample was 21 mg/dl. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.